Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and lm investigation. The unit was returned to the service for evaluation. The terminal bending of the video connector socket pin caused intermittent image loss. In addition minor dents and scratches were observed the units housing. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the legal manufacture reported that based on the evaluation it was confirmed that the image does not show up due to the bend of the pin inside of the scope socket. The bend of the pin, when inserting the endoscope into the video connector internal, if the connector tip on the endoscope side is missing or foreign matter is attached to the tip, it gets caught in the terminal of the video connector receiver. Or it may have occurred because the terminal is pushed back and bent by inserting the endoscope further with the terminal caught. The legal manufacturer confirmed the contents of the instruction manual describes ¿no image.¿ when we checked the contents of the instruction manual regarding the socket pin when the product was shipped, we found the following. It is determined that this will prevent indication phenomenon. Important information ¿ please read before use do not apply excessive force to the video system center and/or other instruments connected. The legal manufacturer confirmed that the manufacture was in 2011. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
As part of our investigation , the technical assistance center (tac) assisted the customer with troubleshooting. The customer informed tac that a prior unit had been sent in for repair because they were not getting an image. They received a loaner and it worked well for most of the day; however, again the user experienced no image. The scopes used work fine in another room. Tac instructed the customer to look inside the socket to see if there were any bent pins or debris and a bent pin was observed. Tac then instructed the customer to check the scopes for any damage on the paddle that could be causing the issues, or to watch their process to ensure the pins are not being bent when inserting or removing the paddle. The bent pin is most likely most likely related to user mishandling. In addition, the unit was returned to the service center and is pending evaluation.

Event description:
The service center was informed that during an unknown diagnostic procedure, there was no image observed on the camera head. It is unknown if the intended procedure was completed. There was no patient injury reported.